Event description:
It was reported that during preparation for an unspecified procedure, shaft damage was noted. This 1.50x8mm apex balloon catheter was being prepped for use when the tech's glove caught on a sharp edge located on the inner catheter of the device, tearing the glove. The sharp edge was reported to be protruding from the catheter. The product was not used on the patient. The procedure was completed with another apex balloon catheter. There were no reported patient complications.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during preparation for an unspecified procedure, shaft damage was noted. This 1.50x8mm apex balloon catheter was being prepped for use when the tech's glove caught on a sharp edge located on the inner catheter of the device, tearing the glove. The sharp edge was reported to be protruding from the catheter. The product was not used on the patient. The procedure was completed with another apex balloon catheter. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with some minor kinking at various locations along the length of the hypotube. One severe kink was found in the hypotube 91.4cm distal to the strain relief. An examination of the profiles of the balloon and tip found no issues with their profiles. There wasn't any evidence of foreign material attached to this device and there were no sharp edges noted along the length of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The alleged event was not able to be confirmed as the returned device review showed no evidence of either the alleged issue or any defect which could have contributed to the event. (B)(4).